Event description:
The patient reported that she felt the pump flip. While performing a refill on the pump on (B)(6) 2014, they confirmed that the pump had flipped. The patient was instructed to resume wearing the abdominal binder. The severity was noted as mild. The outcome was noted as ongoing. The device was used to deliver dilaudid, bupivicaine, compounded baclofen and clonidine. If additional information is received, a follow-up report will be sent

Event description:
An hcp reported via psr that the event was unresolved with no further action planned.

Event description:
Additional information received reported that the patient had pain at the pump site. The event severity was reported to be mild (does not interfere in a significant manner with the subject¿s normal functioning level). The event was ongoing as of (B)(6) 2015. The pump was infusing dilaudid, bupivacaine, baclofen, and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Conclusion code was updated.

Event description:
Additional information was received from a healthcare provider via a clinical study in regard to a patient receiving dilaudid 10.0 mg/ml at 3.793 mg/day, bupivacaine 30.0 mg/ml at 11.380 mg/day, compounded baclofen 800 mcg/ml at 303.47 mcg/day, and clonidine 300 mcg/ml at 113.8 mcg/day. The patient's medical history included pain. The concomitant medications the patient was taking at the time of the event included acetaminophen and hydrocodone. No intervention was performed and the cause for the pain was not determined. The event status resolved without sequelae on (B)(6) 2015.